Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device gave an ec 46510 error. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.

Manufacturer narrative:
Additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was confirmed, error code 46510 and red screen at startup were noted. The main board will be replaced during the repair process for the issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.